Event description:
It was reported that material separation occurred. A 4.00 x 48mm synergy drug-eluting stent was selected for use during the procedure. However, it was noted that material separation had occurred. No patient complications were reported.